Event description:
Reportedly, " ectopic bone growth. Bone growth in spinal canal. Extreme inflammatory reaction. Radiculitis. Fusion did not "take." Root impingement. Possible deterioration of adjacent levels due to fusion to l5-s1. Possible re-exploration and re-fusion of lumbar spine, in future. Ongoing and continuous low back and pain radiating to left leg and at times right leg. Leg give out on him and back "pops and grinds" (from ectopic bone growth)."

Event description:
It was reported that the patient underwent l5-s1 posterior interbody fusion and l5-s1 posterolateral fusion with pedicle instrumentation. Biomet pedicle screws and peek cage were used, as well as mastergraft and rhbmp-2/acs. There were no noted complications. Fourteen days post-op, the patient presented for medical review. Per the physician's notes, "findings, in my opinion, do not support the l5-s1 level as being a source of this gentleman's ongoing complaints of pain. The condition at l5-s1 does not appear to have been caused or aggravated by the work incident." Thirty-seven days post-op, the patient presented with back pain. An x-ray of the lumbar spine indicated "postoperative changes lower lumbar spine. No change compared to previous." An MRI of the lumbar spine indicated "diffuse postoperative changes with enhancement at the endplates, epidural space and paraspinous musculature at l5-s1. Encroachment upon the left neural foramina due to fluid density collection at the dorsal margin of the interbody fusion device." One hundred forty-six days post-op, ap and lateral x-rays indicated "stable appearing posterior fusion at l5-s1. The disk space height is narrowed. There is a spacer in the disk space." Two hundred two days post-op, the patient presented with back and lower extremity pain. Imaging studies indicated "stable postoperative findings at l5-s1. There is no subluxation during flexion or extension. There is no height loss." Two hundred ten days post-op, the patient presented with low back pain. A CT scan of the lumbar spine indicated "mild to moderate disk space narrowing at l2-l3 consistent with degenerative disk disease... There is osteolysis of a substantial portion of the posterior aspect of the l5 vertebral body of unknown etiology." Two hundred thirteen days post-op, the patient presented for an office visit. Per the physician's notes, "I reviewed his CT. Fusion appears to have healed, but not 100%." Two hundred sixteen days post-op, a second review of the patient's imaging studies was performed. The physician's notes indicate "he has developed an infuse reaction with radiculitis and possible ectopic bone formation in his spinal canal." Two hundred fifty-three days post-op, an MRI of the lumbar spine indicated "postoperative changes, laminectomy and fusion l5-s1 includes interbody fusion device. There is interval increase in cystic changes greater at the posterior margin of l5 as described which could signify a failed fusion. Apparent associated left-sided nerve root impingement, along with epidural fibrosis. There is associated peripheral enhancement which may represent reactive enhancement."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.